Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose decreased to 20 mg/dl that day. She treated with a glucose injection and then apple juice. She knew the cause of the low so she declined troubleshooting. No products were shipped or returned.